Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol sepramesh ip device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. On (B)(6) 2014: the patient had unspecified injuries. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol sepramesh ip device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 years 1 month post implant of sepramesh ip, patient was diagnosed with hernia recurrence and adhesions thereby underwent hernia repair. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-mar-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. (B)(6) 2014: the patient had unspecified injuries. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with right inguinal hernia and ventral incisional hernia from the right lateral portion of the pfannenstiel incision thereby underwent laparoscopic repair with the implant of sepramesh ip (device #1). Per operative notes, ¿identified the hernia and was dissected free. A sepramesh ip (device #1) was chosen and prepared by placing gore-tex sutures into the abdomen. The absorbable fixation system was used to secure the mesh.¿ (B)(6) 2014 - patient was diagnosed with recurrent incarcerated ventral incisional hernia thereby underwent laparoscopic repair with implant of ventralight st mesh with echo balloon positioning system (device #2). Per operative notes, ¿there was a significant amount of adhesions in the midline. The recurrent hernia was off the inferior most portion of the old mesh (device #1). A ventralight st using echo ps (device #2) was then placed into the abdomen.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence and emotional injuries.